Event description:
During a remote follow-up, noise that resulted in oversensing due to electromagnetic interference (emi) was detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no known intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device and provocative testing was performed where the noise was reproducible.